Event description:
Patient underwent a repair of partial anomalous pulmonary venous connection and secudum atrial septal defect repair last fall using the cormatrix for atrial septal defect patch to baffle pulmonary veins to the appropriate left atrium. A single cormatrix (7 cmx 10 cm) patch was divided and used for a two patch closure technique. Postoperative, a transesophageal echo performed in the operating room prior to chest closure demonstrated appropriate baffling of pulmonary veins to the left atrium and complete closure of the atrial septal defect with no residual defect noted. A transthoracic echo done a few days later showed minimal leakage at the atrial septal defect patch at the retroaortic region. Routine postoperative follow-up with transthoracic echo as well as an ER visit a few weeks later showed increased residual atrial septal defect. Increasing size of the atrial septal defect was contributed to either patch dehiscence or dysfunction of patch. Recently, the patient was brought to the operating room for repair of the atrial septal defect. Upon entering the atrium, direct visualization of the atrial septal defect showed that the cormatrix patch for the atrial septal defect was no longer present. The portion of the patch baffling the pulmonary veins to the left atrium was intact with appropriate tissue development. The atrial septal defect was closed using a bovine pericardial patch.what was the original intended procedure?patch closure - atrial septal defectdevice #1is this a laboratory device or laboratory test?no